Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the nurse tried to thread the guidewire and catheter and the needle went through the guidewire and the catheter. No other information was provided. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a punctured catheter is confirmed and was determined to be use related. One 20 g powerglide pro was returned for evaluation. An initial visual observation showed blood residue throughout the returned sample. The needle was observed to be protruding through the catheter approximately 8 mm proximal to the distal tip of the catheter. A microscopic observation revealed the weld tip of the guidewire was intact, and the rest of the guidewire was also observed to be undamaged. The bevel of the needle was observed to be slightly damaged. The split in the catheter that the needle was protruding through was observed to be mostly straight with well-defined edges, however, the distal end was observed to be jagged and plastically deformed. A small triangular section of the distal end of the split was observed to be bent backward and appeared to be where the needle caught on the catheter. The surface of the split was observed to be granular in texture for the most part, however, some striations were observed near the distal end of the split, indicating the catheter was most-likely punctured by the needle and subsequently torn. The damage found on the returned sample is consistent with damage caused by re-inserting the needle back into the catheter or pulling the catheter back over the needle during the placement process. The product IFU warns: ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of rebp0915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the nurse tried to thread the guidewire and catheter and the needle went through the guidewire and the catheter. No other information was provided. No harm to the patient was reported.